Manufacturer narrative:
(B)(4).

Event description:
The patient reported having difficulty finding a healthcare provider to refill their pump due to local facilities not accepting medicaid. The patient wanted to know what he needed to do as he was out of medication. The patient¿s refill date was noted to have been on (B)(6) 2013. An alarm was noted to have been going off constantly, starting about two or three days prior to the report. The alarm was described as ¿kind of faint and long¿. The patient noted having pain, having a stomach ache, and ¿just kind of feeling poopy¿. The patient further stated that ¿they heard two different audible noises; that it was either a couple pulses and then a single tone, or maybe a single tone and a couple of pulses next¿. The medication used within the system was morphine. About six weeks later, the patient reported that they moved to (B)(6) from (B)(6) and they had to let their pump run dry. The patient stated that ¿got real sick¿ and they were hospitalized, and they ¿almost died¿. They lost 70 pounds, and ¿they got real sick for a while¿.

Event description:
A family member reported the patient suffered withdrawals in (B)(6) or (B)(6) 2013 and had symptoms of sweating, diarrhea, nausea, and they could not get out of bed. The patient found a healthcare provider that filled their pump with saline on (B)(6) 2013 and the pump responded. The patient was given percocet. A healthcare provider later reported that the patient¿s pump was filled with preservative free normal saline (pfns) on (B)(6) 2013. They were not sure how long the pump had been empty because they had no previous records for the patient. According to the telemetry reading the patient¿s last refill before putting pfns in the pump was in (B)(6) 2013. The patient was doing well and was being managed with oral pain medications. The pump was not alarming anymore. No diagnostics had been performed as of (B)(6) 2013. They stated that the patient¿s problems were a result of their moving and not having a doctor to fill them and ¿not a mechanical failure¿ of the pump. The patient was coming in on (B)(6) 2013 to have the pump contents of pfns aspirated. The doctor was to check the residual volume to see if the expected and actual volumes matched or were ¿within normal range¿. If they did not, they will schedule a pump replacement. If the volume was accurate, the doctor would go ahead and fill the device with morphine. A healthcare provider later reported that there was no difference in the expected and residual volumes, and the pump was working well. The saline was removed on (B)(6) 2013 and morphine was placed back into the pump at a lower concentration and dose. The patient stated that their pain was still not under control, and they wanted their healthcare provider to increase the dose.

Manufacturer narrative:
Product ID: 8835 lot# serial# (B)(4), product type programmer, patient product ID: 8709sc lot# serial# (B)(4), implanted: 2012 (B)(6), product type catheter. (B)(4).

Manufacturer narrative:
(B)(4) no longer applies. (B)(4) no longer apply. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that two times previously, something happened to the pump, and the patient had to be hospitalized. The patient was hospitalized when he had trouble with his insurance after moving, and the pump ran dry. This ¿almost killed¿ the patient, and the patient lost 60 pounds in 1.5 weeks. It was noted that this was not the pump¿s fault. The damage from the pump going dry later caused a problem that shortened the life of the pump. The pump stopped approximately a year ago in (B)(6) 2016. The pump was replaced on (B)(6) 2016. It was noted that the onset of the patient¿s symptoms was sudden. There were no further complications reported or anticipated. It was noted that the pump had previously been delivering morphine 10 mg/ml at 9 mg/day and saline at an unknown dose and concentration. [Additional information pertaining to this event was previously report in MFR. Report # 3004209178-2016-08540.]

Manufacturer narrative:
The patient code (B)(4) was added regarding the previoulsy reported infomation that the patientcould not get out of bed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a consumer. It was reported that a pump failure occurred on (B)(6)2017. It was further noted that the pump ran dry and the patient got really sick. The medication the patient was receiving at the time was morphine. The reporter was unsure of the dose/concentration, but knew the dosage was approximately 14 mg/day. The patient was currently hoping to get a bigger pump next time as he only has a 20 ml pump and was hoping to get a 40 ml pump.